Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Inspection of the photograph showed an inverted septum of an interlink y-site. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a interlink septum collapsed at the connector site. There was no report of patient injury or medical intervention associated with this event. No additional information is available.